Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient called reporting they are having several issues with their controller, they claimed it turns randomly off and that the batteries needs to be replaced when battery pack is used. In addition, they stated their recharger ring gets very hot, recharging takes very long and the battery pack depletes before implant recharge is finished. A replacement controller and recharger were sent out. The patient has been notified that they should call back if replacement of their product does not resolve the issue.